Event description:
The physician reports the patient was a young healthy male undergoing an ureteroscopy for removal of ureteral stones. The patient had multiple stones impacted in the mid-ureter. The physician was unable to place a guide wire due to the impacted stones. Due to this, a ureteral stent was placed. The scope was advanced to the mid ureter. Stones were lased and removed. At the conclusion of the procedure, the physician attempted to remove the scope and was unable to because the ureter had begun to spasm due to the extensive manipulation. Measures taken to relax the ureteral spasms (so the scope could be removed) included: gentle steady traction, toradol, narcotic pain medications, and draining the bladder. None of these measures helped to relax the ureter so the scope could be removed. Thinking that the extra manipulation of applying gentle steady traction might be contributing to continued ureteral spasm, the physician stopped the traction and allowed the patient to "rest" still under anesthesia, for around 30 minutes. This rest allowed the ureter to relax and the scope was removed without resistance. The difficulties with the scope removal added approximately 90 minutes to the procedure time. There were no adverse effects to the patient as a result of the extended procedure. There were no adverse effects to the patient as a results of the scope being "stuck" inside the patient for approximately 90 minutes. The patient's current condition is good. The scope is being returned. The physician stated there were no abnormalities in the appearance of the scope tip prior to or after the procedure.